Manufacturer narrative:
On 3/6/2025, one used device was returned for evaluation; a tear was observed on one of the trifuse tubing and confirmed to be leaking. The tubing was found to be torn at the location near the male luer. The probable cause is from an external pulling force during use. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
D9 - date returned to mfg is 3/6/2025. Received a photo and video from the customer showing the affected sample. A leak was observed in the video. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending completion.

Event description:
The event involved a 4" (10 cm) smallbore trifuse ext set w/3 microclave® clear, 3 clamps, rotating luer where a reporter stated that the item was leaking from bifurcation point when infusing. Also tried by manually pushing saline which showed evidence of leaking. Saline & total parenteral nutrition (tpn) was being administered/performed. There was patient involvement and delay in therapy. No one was harmed as a result of the reported event. The event does not involve death or serious deterioration of a person.